Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va0ahen, implanted: (B)(6) 2014, product type: lead. Product ID: 399930, lot# j0555196v, implanted: (B)(6) 2005, product type: lead. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2014-, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3487a-56, lot# va0ahen, implanted: (B)(6), 2014, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6), 2014, product type: extension. Product ID: 74002, lot# n205624, implanted: (B)(6), 2011, product type: adapter. Product ID: 399930, lot# j0555196v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (b)(6 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient pain around the extension site and had felt a ¿pop¿ on the weekend prior to the date of this report and the stimulation had moved back in the patient¿s chest. X-rays were taken and showed that one of the patient's leads had slipped down into the thoracic spine. It was unknown which lead had migrated. The stimulator was reprogrammed and the patient received adequate coverage. The patient had been receiving effective therapy since the device was implanted. An explant was not going to be done. It was unknown what had caused the event.